Manufacturer narrative:
System analysis/service repair: the system was evaluated in the field on (B)(6) 2016. The reported system issue could not be confirmed; the system was found to be "working" and no further service was required.

Event description:
It was reported that during patient preparation for a procedure (patient under anesthesia), the system did not power up and the procedure could not be completed and was cancelled. There was no patient injury reported.